Event description:
Pt was hospitalized for observation for increased abdominal pain (normal pain 7-8/10 dull right side, presented to physician's office with abdominal pain 9/10 with pain radiating to right flank) post ercp with metal stent placement on (B)(6) 2012. Possibly related to device. Serious adverse event report during a clinical trial, study titled, "use of fully-covered, self-expandable metallic stents for first line treatment of benign bile duct strictures", FDA ide #(B)(4). Primary investigator (B)(4).